Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, scratched display window, cracked reservoir tube and cracked case near display window corners noted during visual inspection. All buttons functioned properly. No scrolling numbers noted. However, moisture damage was noted on keypad traces.

Event description:
Customer reported that the numbers began to scroll when trying to program a bolus. She also reported that the buttons became stuck. The blood glucose reading was 154 mg/dl. She stated that the insulin pump had been in the sun for 45 minutes. Nothing further was reported.